Event description:
Boston scientific received information that low pacing impedances were displayed on this device. There has been no change at this time to the device. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.